Event description:
It was reported that when the asymptomatic patient presented in-clinic during follow-up, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed. Programming changes were discussed, but the physician elected not to make them. The patient was stable and will continue to be monitored.